Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 414 mg/dl. The customer's current blood glucose is 341 mg/dl. The customer did experience nausea and vomiting. The customer was treated by insulin injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test at 0.08660 inches. (B)(4).